Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed through system log review. Visual inspection indicated that the unit was in good cosmetic condition. During testing on the system, the erbe displayed error u-02 indicating an integrated electrosurgical unit (iesu) checkmaster failure at startup, and upon checking the information tab, both syscheckmaster and cpu+sensors fields were found to be empty. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of customer reported issues is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia etep surgical procedure that erbe repeatedly faulted with error u-02. Error u-02 was confirmed in the system logs. The intuitive tech support engineer (tse) walked the caller through a power cycle of the erbe, with no change. The caller also disconnected the erbe power cord for 2 minutes, with no change. The caller then disconnected the erbe power cord and rear energy activation cables for 2 minutes, then reconnected only the power cord. The issue remained unresolved. At the time of the call it was unknown how the procedure would continue. No additional information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The site ended up using a vessel sealing on the e100 rather than the instrument with the erbe.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.